Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a knee arthroplasty surgery, the surgeon was impacting the trial into place and the trial fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Femoral impactor pad was returned for evaluation. Dimensional measurements of the device cannot be performed as the device is fractured and all fractured parts were returned. Inferior side of the device shows nicks, gouges and also the device shows wear & tear that indicates successful repeated use. DHR was reviewed and no discrepancies were found. Per the package insert , instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends